Event description:
It was reported that the breaker was tripped on the outlet on the footend of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.